Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that there was pieces missing at the battery and reservoir compartment. The customer stated that the reservoir does lock into place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.